Event description:
The health care professional (hcp) reported that (regarding the (B)(6) 2020 explant sequelae of post-operative pain) that the patient had come in on (B)(6) 2020 reporting post-operative pain at the neurostimulator pocket/incisional site 9 days post-op. The hcp noted that the wound appeared overall not concerning and the patient was administered hydromorphone 2 mg. The outcome of the event was that it resolved without sequelae as of (B)(6) 2020. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1yvqq serial# implanted: (B)(6) 2019. Explanted: (B)(6) 2020. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1yvqq serial# implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device had been explanted, replaced. Event was resolved with sequelae (B)(6) 2020; post-op pain. Event is ongoing.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It was reiterated that on 2020-(B)(6) during an unscheduled clinic or office visit, the patient felt a 'pop feeling' at the ins site when they were lifting boxes a week ago. The patient felt the battery moving around and causing pain and discomfort. They had a loss of therapeutic effect. An advanced registered nurse practitioner (arnp) found that the modular kind of moved up and down when they pressed on it. As needed, the healthcare provider's clinic planned to call the patient with a plan after the principal investigator (pi) decided what the next action should be. It was also reported that imaging showed anterior migration of the device on 2020--(B)(6). On 2020--(B)(6), a lead replacement was scheduled for 2020-(B)(6) (possible), or 2020--(B)(6)( for sure). The neurostimulator had migrated. The event was noted to be ongoing, and more details would be reported after the lead replacement.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1yvqq serial# implanted: explanted: product type lead h6: eval code-conclusion: lead: 22 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that the patient had a return of symptoms. The patient felt a ¿pop¿ feeling at the device site when lifting boxes and had not been able to void since that time. They also had left leg weakness and numbness since that time which woke them up at night. The patient felt the battery was moving around and causing discomfort. Upon examination, an hcp found that the battery kind of moved up and down when it was pressed on, but device interrogation was noted to be negative and imaging showed the lead was intact. No actions were taken and the event was noted to be ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1yvqq serial# implanted: (B)(6) 2019,explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient. The patient called clinic 1 day post-op citing pain, and came in with post-op pain 9 days post-op. The patient reported sharp, stabbing, burning pain at open wound sites, and has pain when moving from a sitting to standing position. No further complications were reported.